Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. Evaluation of the photos indicated larger than normal edta additive spray. Due to this, the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Additionally,100 retained samples were visually inspected, and no additive abnormality was found. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photos provided. Bd was not able to identify the exact root cause for the indicated failure mode based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes customer reports that they've seen droplets in some tubes. This event occurred two times. The following information was provided by the initial reporter. The customer stated: "some edta tubes are showing droplets again as seen in march 2022, see photo in attachment."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes customer reports that they've seen droplets in some tubes. This event occurred two times. The following information was provided by the initial reporter. The customer stated: "some edta tubes are showing droplets again as seen in march 2022, see photo in attachment."